Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the flow sensor to lab use only (luo) testing equipment and centrifugal pump. The flow sensor did not detect a backflow unless there was a genuine backflow condition. There were no unexpected backflows detected by the sensor during the evaluation. It was determined that the flow sensor met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on 05jun2023, the team experienced a situation with their heart lung machine (hlm) described as 'backflow alarm when the centrifugal pump was not running' during cardiopulmonary bypass (cpb). There was no change out, no delay, and no blood loss. The customer clamped the tubing to mitigate the backflow alarm. While this was filed as a false alarm, this is actually the intended behavior of the backflow alarm.

Manufacturer narrative:
The field service representative (fsr) replaced the flow sensor. Release testing was completed successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the unit had a backflow alarm when the centrifugal pump was not running. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.